Event description:
Additional information received indicates that the ventilator was returned for further investigation.

Manufacturer narrative:
H3: root cause findings: the reported problem was duplicated during functional check. Found o2 blender solenoid one o2 output port on manifold to be obstructed by solenoid debris. Debris is caused from wear during actuation when o2 blender is used for a long period of time. Additional failure found, flow valve vhome trim is unable to be calibrated within specification.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator is not delivering correct fio2 when set at 50% while on patient. No patient harm.